Event description:
It was reported that the patient proactively paused the ilet pump to stop dosing when glucose was trending low, and troubleshooting and education were completed with no alerts or alarms reported. Symptoms included hypoglycemia. Outcomes included temporary interruption of insulin delivery to avoid further dosing. Investigation included user counseling and device use review. Investigation of this case revealed no device malfunction, with appropriate user-initiated pump pauses to mitigate low glucose events. It was concluded, based on previously established findings for similar reports, that the cause was use error consistent with appropriate user intervention and no device failure.